Event description:
Customer reported a corneal burn during phacoemulsification of a very dense cataract. It was reported that the dr had long sculpting phase at high energy. The dr was lifting handpiece quite often to bowl out nucleous - most likely pinched off irrigation sleeve against phaco tip causing thermal energy. Possible case of heat hydration rather than corneal burn.